Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2022-07431. It was reported that the patient presented in clinic due to inappropriate shock received from the right ventricular (rv) lead and an unspecified lead issue on the atrial lead. There were no other adverse consequences noted. During lead repositioning, the rv helix would not deploy. The physician elected to explant and replace the rv lead; and the physician elected to reposition the atrial lead. The patient was stable throughout the procedure.